Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, description: next generation anchor kit - sterile.

Event description:
A report was received that the patient underwent a procedure wherein the leads and lead splitters were explanted due to high impedances. The patient had been experiencing undesired overstimulation and a shocking sensation. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-50 serial: (B)(4) description: infinion 1x16 perc lead kit-50 cm model: sc-3400-30 serial: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a procedure wherein the leads and lead splitters were explanted due to high impedances. The patient had been experiencing undesired overstimulation and a shocking sensation. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (B)(4): the returned device was analyzed and the complaint was confirmed. Visual inspection revealed that the lead was bent/kinked at the clik anchor site, 20 cm from the distal end. The bent/kinked section of the lead was 1 cm from the clik anchor set screw mark. The reported complaint states that a total of 21 high impedances were detected on the two infinion leads. Continuity test and x-ray inspection found twelve fractured cables (e1-e3, e6-e11, and e14-e16) at the bent/kinked location. It appears that excessive tensile force was exerted onto the lead and it resulted in the fractured cables. There is one exposed cable between contacts 15 and 16 at the fractured proximal end location. Sc-2316-50 (B)(4): the returned device was analyzed and the complaint was confirmed. Visual inspection revealed that the lead was bent/kinked at the clik anchor site, 19 cm from the distal end. The bent/kinked section of the lead was 1 cm from the clik anchor set screw mark. The reported complaint states that a total of 21 high impedances were detected on the two infinion leads. Continuity test and x-ray inspection found that all the cables were fractured at the bent/kinked location. It appears that excessive tensile force was exerted onto the lead and it resulted in the fractured cables. There are no exposed cables. Sc-3400-30 (B)(4): the returned lead splitters were analyzed and no anomalies were found. Sc-4316: the setscrew of the clik anchor is fully unscrewed and stuck in the septum.

Event description:
A report was received that the patient underwent a procedure wherein the leads and lead splitters were explanted due to high impedances. The patient had been experiencing undesired overstimulation and a shocking sensation. The patient was doing well postoperatively.